Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and low amplitudes resulting in untreated episodes and inappropriate shocks. The smart pass (sp) feature of this s-ICD was disabled. Technical services (ts) discussed with the health care professional (hcp) sp and how to reenable it. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and low amplitudes resulting in untreated episodes and inappropriate shocks. The smart pass (sp) feature of this s-ICD was disabled. Technical services (ts) discussed with the health care professional (hcp) sp and how to reenable it. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the previously mentioned clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. December 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing and low amplitudes resulting in untreated episodes and inappropriate shocks. The smart pass (sp) feature of this s-ICD was disabled. Technical services (ts) discussed with the health care professional (hcp) sp and how to reenable it. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted due to the previously mentioned clinical observations. No additional adverse patient effects were reported.